Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant concentrated calcium_2 (ca_2c) results were obtained on four patient samples on an advia chemistry xpt instrument. Quality controls (qcs) and calibrations were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to customer's site. The cse performed a total service visit (tsv) and replaced the l-rings on reagent 1 probe (rpp1), reagent 2 probe (rpp2), sample wash pump (srwp), dilution probe wash pump (dcp), dilution probe aspiration pump (dip), and dilution probe discharge pump (dop). Then, the cse ran precision studies. All precision results were acceptable. Later, the customer ran calibrations and ran qc. The customer observed no further issues post service described above. Instrument related factors potentially contributed to the discordant ca_2c results. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
Discordant concentrated calcium_2 (ca_2c) results were obtained on four patient samples on an advia chemistry xpt instrument. The initial results were reported to the physician(s). Seven days later, on (B)(6) 2022, the samples were repeated on an alternate advia chemistry xpt instrument. The repeat results were lower than the initial results. Due to the age and the questionable integrity of the samples on (B)(6) 2022, the customer did not report the repeat results. This MDR is being filed in an abundance of caution. There are no known reports of patient interventions or adverse health consequences due to the discordant ca_2c results.